Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was feeling a shocking sensation in their lumbar spine while recharging whether the ins as on or off. Impedance tests showed all electrodes 10000 ohms and lead x-rays showed that the leads to t7 and in the posterior epidural space. Reprogramming stimulation did not resolve the issue. The patient's hcp recommended that the patient leave stimulation off and try reprogramming again at a later date. No further complications were reported.